Event description:
(B)(6) rn called into the emergency support program line stating a cs300 had shut off completely by itself. He stated all attempts at rebooting the cs300 were unsuccessful and the patient was taken to the ccl to exchange the therapy to a different pump. He stated there was no harm to the patient due to the issue and no change to the patient status. The initial call was a brief conversation and he stated he would call or text esp personnel back with more information because he had to hurry off the call. He later texted the serial number of the cs300 to esp personnel a couple of hours later and stated there were no complications transferring the therapy to another cs300. Esp personnel called him back at that time and he provided patient demographics and iab catheter identification. He stated this was a femoral insertion of the iab and identified it as a sensation plus 40 cc. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that all attempts at rebooting the device were unsuccessful. The pump was switched to another cs300 unit with no complications, and the patient¿s therapy continued. No repair information is available.